Manufacturer narrative:
The customer reported problem was confirmed. Based on the file review, no further escalation is required per 1501-006-000 swi-sd-inf complaint escalations, infusion products global customer support operations.a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue.a review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.the customer stated that there was no patient involvement.

Event description:
Case #: (B)(4) case subject: npi 8100 failing air-in-line test during pm account name: (B)(6) hospital account #: (B)(4) asset name: 8100bd pump module n. America v9.33.0.50 asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: biomed has a 8100 module failing the air-in-line test during pm. Sn: (B)(4) failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: confirmed that the ail sensor is failing using the binary sensor task in asm. Recommended to send unit in for warranty repair. Emailed biomed information to sign up for customer portal.